Event description:
It was reported to ventec that the device was rebooting by itself. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec made multiple attempts to obtain patient information, however, the customer has not responded to those attempts. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable had become disconnected. Ventec reseated the internal flow transducer (ift) cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the ift cable was not fully seated.